Manufacturer narrative:
This occurred june 7 - 21, 2019. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of one-link non-dehp standard bore catheter extension sets were difficult to connect, as a result sometimes break, and at times will disconnect while in use. The customer reported having issues with the fit of the one-link extension set and an adaptor (non-baxter); further described as sometimes the adaptor and the extension set connect and stay together and sometimes they do not. When they don¿t connect, the customer ends up pushing so hard that sometimes the components break. They have seen it ¿when the two parts come apart randomly when they were in use¿. This issue was identified during unspecified process steps. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. The reported condition is not clearly observed via the provided photograph and due to the nature of the reported problem no additional testing could be performed. Therefore, the reported event could not be objectively verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.